Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
During the case, the surgeon was stripping the vein and the green tip of the catheter came off and remains in the patient. Sales rep indicated, the green piece inside the patient will not be removed. The doctor stated, the material inside the patient is sterile. The doctor was asked if he wanted to do an ultrasound to locate the material, but refused. There will be no removal of the part.